Manufacturer narrative:
Device evaluated by manufacturer? No, lens and injection system not returned. Method: work order search, cartridge lot number search, foam tip plunger lot number search. Results: a lens work order search was performed and no similar complaints were found within the work order. A cartridge lot number search was performed and no similar complaints were found. A foam tip plunger lot number search was performed and no similar complaints were found. Conclusion: based on the complaint history, lens work order search, cartridge and foam tip lot number searches, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon loaded a 13.7mm micl13.7 implantable collamer lens, -9.0 diopter, into the sfc-45 fp cartridge, but was unable to close the cartridge. The surgeon felt the lens was too big for the cartridge but was not sure if the event was due to the lens or cartridge. There was no patient contact and the backup lens was implanted. See MFR. 2023826-2015-01213 for the lens.